Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump when attempting to deliver a bolus. The customer stated the act button was not responding. The customer's blood glucose was 125 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was exposed to a little bit of drinking water when it was slightly spilled on. However, the insulin pump was not submerged. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.